Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. Swapped network cables and still no communication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The technical support specialist (tss) accessed the station and observed a disconnected mode error indicating patient data was not current, then identified a data synchronization error and confirmed the station synchronization status with the server. The customer was informed of the required downtime and requested an urgent fix, tss then performed a full synchronization following the applicable knowledge article "proper data sync 2.0 procedure". After completion, the station resumed communication, and the customer was informed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.